Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device me5176 batch number, and no non-conformance's were identified. To date, the device has not been returned. If the device or further details are received, a supplemental medwatch will be received. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2020 and suture was used. During the procedure, when sewing the skin during the cesarean section, the suture pulled off the needle. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. No additional information could be provided.